Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no product issue reported from this lot. All available information was investigated, the reported device damaged another device appear to be related to procedural circumstances. A cause for the reported difficult to remove from anatomy could not be determined. The reported poor imaging was due to anatomy and imaging equipment. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system ntw referenced is filed under a separate medwatch report number.

Event description:
This is filed to report damaged to another device and difficult to remove.it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted posterior had flail and thick leaflets. Visualization was challenging due to the anatomy and imaging equipment. The first ntw clip delivery system (cds 10210u172) was advanced to the mitral valve, and the clip was placed medial to the a2/p2. Then a second cds (00801u178) was advanced to further reduce mr; however, when grasping was performed without issue, the gradient increased. A decision was made not to use this clip. After the clip un-grasped the leaflets, the mean pressure gradient returned to baseline. However, when removing the clip, the clip tugged on the anterior leaflet which caused the first clip to become partially detached. The first clip became detached from the anterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). It was then decided to continue the procedure with a longer clip. The second clip was removed without issue and an xt clip was deployed on the a2/p2 to stabilize the slda. Two clips were implanted, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.